Manufacturer narrative:
(B)(4). Date sent: 04/24/2023. Additional information was requested, and the following was received: clarification needed about the surgical delay of ¿1440¿. Was this 14 minutes, 40 seconds? Please advise. What was the total estimated blood loss (ml)? Was a transfusion required? Response: the operation was delayed for 300 minutes. No post-operative procedure change, operation was successful.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2023. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Clarification needed about the surgical delay of ¿1440¿. Was this 14 minutes, 40 seconds? Please advise. What was the total estimated blood loss (ml)? Was a transfusion required? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hemorrhoidectomy, after the doctor used the device for the hemorrhoid case the stapler only cutting but not stapling so the surgeon had to use the suture for suturing. The procedure was delayed by 14440 minutes. There was more bleeding than usual. Patient has consequence as minor bleeding, the doctor use monopolar for stop bleeding and used suture. The procedure was successfully completed with no fragments generated.

Manufacturer narrative:
(B)(4). Date sent: 05/05/2023. Additional information received: no post-operative procedure change, operation was successful..